Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during testing a pole clamp bracket caused intermittent connection to module. There was no patient involvement or injury reported.

Manufacturer narrative:
D4: lot number provided was deemed invalid. No information provided to date. A device history record review was not performed, as the lot number provided was deemed invalid. Visual inspection was performed, and the following observations were noted: no damage noted. Returned in new and unused condition. Testing was conducted, which included: configured the pump's wireless settings using the network setup utility. The pumps and the computer were connected to the test wireless network and pinged the pump to initiate data transfer. Test pole clamp bracket adapter was attached to the module, as the customer did not return their pole clamp bracket. All data packets sent to the pump were transferred successfully. The reported issue was not confirmed. The root cause of the reported event was unable to be determined.

Manufacturer narrative:
Other, other text: b5: additional information received and attached by ICU medical on (B)(6). 2022 via email: shipping address, device location and contact info. The customer communicated lot number could not be validated in the database so the manufacturing date could not be completed (h4).